Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade tmzf hip stem #3 was reported. The event was not confirmed. The device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that a patient underwent a revision for periprosthetic femur fracture.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that a patient underwent a revision for periprosthetic femur fracture.